Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed vegetation on the right ventricular (rv) lead. The entire system was explanted. No adverse patient effects were reported.